Event description:
It was reported that the catheter was inserted as per IFU. Upon flushing (after insertion) saline was noted as leaking from exit-site. The catheter was pulled back and small puncture holes were noted just below cuff. The catheter was removed and discarded.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.